Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph with packaging was provided for evaluation. The returned photograph was subject to a visual examination. The picture detailed the caresite with an unidentified IV set. It is noted without a physical sample no evaluation was able to be performed. Based on the evaluation results, no specific conclusions or root cause can be made regarding the cause of the reported event. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: after 2 hours of perfusion, a major leak occurred with blood reflux.